Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation -medical records received and evaluation: insufficient information was received for review. -device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have been no other similar reported events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that surgeon revised patient's left hip. The patient was revised due to infection. Femur, tibia, poly insert, patella were removed and an antibiotic spacer was put in.

Event description:
It was reported that surgeon revised patient's left hip. The patient was revised due to infection. Femur, tibia, poly insert, patella were removed and an antibiotic spacer was put in.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown insert. The following other devices were also listed in this report: unknown femur; cat# unknown; lot# unknown unknown tibia; cat# unknown; lot# unknown unknown patella; cat# unknown; lot# unknown an event regarding infection involving an unknown insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: insufficient information was received for review. -device history review could not be performed as the lot ID was not provided. -complaint history review could not be performed as the lot ID was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. Not returned to the manufacturer.